Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown bearings - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00792.

Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date with a competitor product. Subsequently, the patient was revised to zimmer biomet products approximately 2 months ago. The patient reports that when he walks up and down the stairs or rides his bike, his knee catches. The surgeon stated that he needs a shorter "keel." Attempts have been made and additional information on the reported event is unavailable at this time.